Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The cause was that there was impact and a worn dso nub. Replaced the lens and lens gasket, rear label and dso to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump had a scratched lens and damaged rear bottom sticker. Per reporter, the device is double beeping after being powered on. The issue was discovered, during testing. There was no patient involvement.